Event description:
Patient stated that her pump shut off, while she was sleeping with no alarms sometime last week. Her blood glucose readings were in the 500's mg/dl. She stated a normal reading would be 120 mg/dl. She stated she had symptoms of nausea and a "sick feeling." She gave herself an insulin injection to return her blood glucose to normal. She then changed the power pack and her infusion device has been functioning properly since then. She stated she was aware of the recall and she has been changing her power packs every 2 weeks. The pt was able to address the issue without requiring medical assistance from a healthcare professional or second party. The customer discarded the power pack. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.